Event description:
Device detected shock impedances of greater than 150 ohms since (B)(6) 2021. Rv lead noise caused 26 episodes of vf zone since (B)(6) 2021 as well. No shocks were delivered. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead explanted due to fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.